Event description:
It was reported the catheter repair kit was used after it's expiration date. It was noted the repair kit expired on (B)(6) 2014. The facility kept their own products in the hospital. The kit was removed and replaced. The healthcare professional (hcp) ordered the catheter to not be primed. The patient was doing great. The medication in the pump was unknown.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n219616, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-9, lot# n347493, product type: accessory. (B)(4).